Manufacturer narrative:
Product event summary: it was confirmed that the stylus tip and cursor did not align on the display screen. It was also found that both ejection levers on the personal computer memory card international association (pcmcia) card slot were broken.

Event description:
It was reported that the programmer's stylus was misaligned. The programmer was returned to service. No patient complications have been reported as a result of this event.